Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous arteriovenous graft (avg). A 6.0mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 5atm for 10 seconds. The procedure was completed with a different device. No patient complications reported.